Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received while trying to bolus. The customer's blood glucose reading was 551mg/dl at the time of incident. Troubleshooting found that the customer administered a bolus during the call and the pump did not alarm. Customer declined any further troubleshooting as she was at work.